Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported.